Manufacturer narrative:
(B)(4). Batch number #p5722g. Investigation summary: the long60a device was received for analysis with no visual non-conformances and with two ecr60g cartridges reloads present. The cartridge reload (b) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The cartridge reload (c) was received with the one piece sled detached and unfired making it non functional. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The returned device and cartridge reload (b) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during the endoscopic gastric sleeve resection, after 3rd firing, found the staples malformed with irregular shape. Changed another reload, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient.